Manufacturer narrative:
Philips service replaced the x-ray pc monoplane, suite pc, and ssd os haswell, reinstalled the system software, and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray pc failure caused system boot issues during a procedure on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.